Manufacturer narrative:
The reported event of ¿stopped drilling then started spinning on its own¿ is not confirmed. Additionally, evaluation found the radial lip seal worn/failed. Parts were replaced and the device repaired; the device was final tested and met all specifications. A device history record review was not conducted as the device has been in the field for more than 12 months. The service history was reviewed, and no prior data was found. (B)(4). Per the instructions for use, the user is advised to perform the required preoperative functional tests for the equipment and accessories prior to each use. After each use, thoroughly clean and inspect the handpiece and accessories. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro9200b, hall titan dual trigger battery handpiece device was being used during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, and ¿titan drill spinning on own¿. Further assessment found that the surgeon "stopped drilling and then the drill started spinning on its own", and "the battery that was in use had a partially eroded posisitve terminal. It was also taken out of service". Additionally, the sales representative stated "no reason to believe it was the battery or a manufacturing issue, they was old and when I looked at it it had allot of corrosion from poor upkeep".the procedure was completed with an unnamed alternate device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The device l3000lg, hall large lithium battery was used during this reported event and will be listed as a concomitant device; there is no allegation against it.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro9200b, hall titan dual trigger battery handpiece device was being used during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, and ¿titan drill spinning on own¿. Further assessment found that the surgeon "stopped drilling and then the drill started spinning on its own", and "the battery that was in use had a partially eroded posisitve terminal. It was also taken out of service". Additionally, the sales representative stated "no reason to believe it was the battery or a manufacturing issue, they was old and when I looked at it it had allot of corrosion from poor upkeep".the procedure was completed with an unnamed alternate device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The device l3000lg, hall large lithium battery was used during this reported event and will be listed as a concomitant device; there is no allegation against it.